Event description:
It was reported that the ilet user transitioned from a contact detach infusion set to an inset infusion set and skipped the fill tubing step during a supply change, after which an agent guided the user through the correct process and completed the change without further issues. There were no reported adverse clinical effects. Outcomes included no health consequences. Investigation included customer interview and troubleshooting with education on correct supply change steps. Investigation of this case revealed user error related to an incomplete priming step during infusion set change, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use error due to incomplete procedural steps during setup.